Event description:
On (B)(6) 2022, fresenius became aware patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was prescribed antibiotics for a fever and abdominal pain on (B)(6) 2022. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin every three days and ceftazidime daily for 15 days (dosages not provided). The patient¿s peritoneal effluent culture returned positive for staphylococcus aureus, and the patient¿s vancomycin was discontinued. The patient is recovering from the events and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to the patient not wearing the proper personal protective equipment (ppe) during initiation and discontinuation of therapy (missing mask and gloves during home assessment). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.